Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were clips not fully closed (as result of applier not squeezing clips tight enough)? How was case completed? Was there any patient consequence?

Event description:
It was reported that the device was not squeezing clips tight enough. No further information is known at this time.